Event description:
Please see h10 for device investigation results.

Manufacturer narrative:
The investigation of the returned coil system found the pusher returned partially advanced through the microcatheter with no implant attached. The distal section of the pusher was found to be in good condition with no observable damage, but the proximal section of the pusher was found to be stretched, broken, and tangled in the microcatheter at 62cm from the microcatheter distal tip. The implant and the portion of the pusher proximal to the observed break was not returned for evaluation. The pusher heater coil showed signs of activation using a detachment controller; furthermore, the investigation found the pusher's monofilament tip with a mushroom profile, which indicates the implant was successfully detached from thermal activation. The residual substance caught by the snare device was discovered to be a fragment of the implant's monofilament. However, due to the implant not being returned, the investigation could not determine the cause of the monofilament's breakage. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination could not be performed as this information was not available or provided at the time this. The device was reported to be available for return to the manufacturer for evaluation, but has not yet been returned. The broken pusher and residual substance could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that after positioning the coil in an aneurysm, the delivery pusher was advanced about 7mm distal to the distal tip radiopaque marker of the microcatheter. The coil was then detached with the controller; however, when the pusher was attempted to be withdrawn, felt like it was stuck. The coil appeared to be stretched, and a residual substance was observed. As the radiopaque marker-like substance was observed in the body, it appeared that the pusher side had been stretched and broken. The physician attempted but was unable to push the residual substance into the aneurysm with a guide wire and was therefore captured by a snare and removed from the patient along with the pusher, guidewire, and microcatheter. Subsequently, the procedure was completed. There was no health damage to the patient.